Event description:
Complainant alleged that while attempting to defibrillate a pt. The device displayed a "defib pad short" message. Complainant indicated that the pt subsequently expired; however it was not related to the reported malfunction.